Event description:
It was reported that the patient's vns battery was down to 8% and the patient had been experiencing an increase in seizures since the battery had been depleting over the last few months. The patient¿s generator was explanted and replaced due to battery depletion. Explanted product has not been received to date, and the explant facility is historically noted as a no return site. No other relevant information has been received to date.